Event description:
It was reported that the pump was alarming no disposable alarm clamp tubing. Instructed patient to stop and restart the pump. The pump continued to alarm. I then had the patient clamp the tubing, unlock the cassette and check for air in the line. No air was present. I then instructed patient to reattach the cassette, unclamp the tubing and restart the pump. The pump was then running correctly. Patient was instructed to call back with any other pump issues.